Event description:
The customer reported that the system was not saving images. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed onsite investigation. The system hard drive was replaced. The system was then found to be operating as intended.